Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the connector of the infusion set detached from the adhesive plaster. The issue occurred with 10 infusion sets. It is unknown if the infusion sets were from the same lot number.